Event description:
A medical doctor reported a system message displayed during surgery that was unable to be cleared. The surgeon completed the surgery manually and there was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).